Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic after the pacemaker was unable to connect to the transmitter. It was noted that the pacemaker was unable to be interrogated with radio frequency (rf) telemetry in clinic. The device firmware was updated using inductive telemetry and the parameters were restored to out of the box settings but rf telemetry was still unavailable. The device was reprogrammed again to the patient's ideal parameters. No further intervention was reported. The patient was in stable condition.